Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open ventral hernia repair, while ligating the abdominal perforator vessels, the clips quit loading into the jaw properly and it created a scissoring effect with the jaws of the applier. The clips were malformed. There was tissue damage when they cut the vessel and a suture was used to ligate. They brought in a manual ligation instrument to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open ventral hernia repair, while ligating the abdominal perforator vessels, the clips quit loading into the jaw properly and it created a scissoring effect with the jaws of the applier. The clips were malformed. There was tissue damage when they cut the vessel and a suture was used to ligate. They brought in a manual ligation instrument to complete the case. Patient is fine.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo and one device. The visual inspection of the photo depicts the back of the jaws with a malformed clip in the jaws. The instrument was in a plastic bag. The instrument was received partially applied with one remaining clip. Visual inspection of the instrument revealed no abnormalities. Functionally, the remaining clip was fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.